Event description:
During the evaluation of a spectrum pump for a separate symptom, the device was found to be inoperable due to "door not fully latched" messages.

Manufacturer narrative:
(B)(4). The unit was received inoperable due to a constant "door not fully latched" messages. This was caused by a broken upper link switch. It was evident the unit had suffered an impact. The impact caused the link to dislodge the upper link switch creating the reported symptom. As a result, the link switch was replaced.